Manufacturer narrative:
All buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. Pump received with cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to sweat. Customer also reported that the b button and the esc button were not responding. Customer's blood glucose was 226 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.